Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing per specification, and no occlusion was noted.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir anomaly. Customer's blood glucose was 464 mg/dl. The customer was tread with 5 units of regular insulin. The customer declined to troubleshoot for high blood glucose. The customer return the return the reservoir for analysis.